Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 05-jun-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the third of five reports. Refer to 2026095-2019-00111 for the first event. Refer to 2026095-2019-00112 for the second event. Refer to 2026095-2019-00114 for the fourth event. Refer to 2026095-2019-00115 for the fifth event. Fill volume: 750 ml; flow rate: 7ml/hr to 14ml/hr; procedure: unknown; cathplace: unknown. It was reported the pump infused to fast. The infusion only lasted for 48-hours. There was no reported patient injury.